Manufacturer narrative:
Serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date were documented as unknown. The serial number has been identified as (B)(4). The device manufacture date has been updated to 2/4/2016. The UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4).. Contact office name/address has been updated accordingly to reflect the manufacturing facility. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed and the device passed all tests and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure for knee osteoarthritis, it was observed that the battery reciprocator device stopped working. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.